Manufacturer narrative:
The system controller was returned to the MFR for review of the system controller log file and functional testing, to provide add'l insight as to the potential cause of how the pt expired. During eval, attempts to download and review the system controller log file were unsuccessful, as the log file was corrupted preventing any review of the log file data. The system controller was then functionally tested and the system controller functioned as intended throughout analysis; however, due to the log file being corrupt no data could be collected. The corrupt system controller log file data was erased and functional testing was repeated with the log file recording data that was successfully collected and viewed for the remainder of the functional testing. The system controller passed all functional and test procedures without any issues. Add'l testing of the system controller on a pump and mock circulatory loop for an extended period of time was completed without any issues, and the log file was collected and viewed again without any issue. As a result of the log file being corrupted, no data could be reviewed to provide add'l insight as to the potential cause of how the pt expired. The cause of the log file corruption cannot be determined. A review of the device history records revealed the devices met all applicable specs upon product release. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that she received a call from the pt's sister, stating that when she went to check on her sister, she found the pt lying on her bed and had expired. The pt cable was on the bed next to the pt with one battery clip empty, and one clip with a battery in it connected to the system controller. The system controller was also attached to the percutaneous lead. The only audible alarm was the yellow controller cell alarm. The hospital's physician believed that the pt died as a result of interruption in power to the pump. He felt that the pt had let her batteries get too low and then when she disconnected one battery, the other battery had no charge in it. The family requested that the pump not be explanted.